Manufacturer narrative:
Date of event: unknown. The reported lot# 2285712 was not found for the catalog # provided. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received for evaluation. It came in an envelope. It has the plunger rod-rubber stopper all the way down; therefore, no saline solution. It has adhered a white label to the barrel label. When trying to remove it, the barrel label got damaged, and it was not possible to confirm the lot #. The syringe was tested for sustaining force. The plunger rod-rubber stopper was pulled up to the 10ml mark, it measured 7.65n. The specification for sustaining force is <20n. Failure mode was not verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be completed as no batch number was provided. Investigation conclusion: update 2/18/2019. One sample was received. It came in an envelope, it has the plunger rod-rubber stopper all the way down; therefore, no saline solution. It has adhered a white label to the barrel label, when trying to remove it, the barrel label got damaged, and it was not possible to confirm the lot #. The syringe was tested for sustaining force. The plunger rod-rubber stopper was pulled up to the 10ml mark, it measured 7.65n. The specification for sustaining force is <20n. A complaint history check was not performed as the lot number is "unknown" for this complaint. A device history record review could not be completed as no batch number was provided. Root cause description: undetermined.

Event description:
It was reported that a syringe 10ml saline  fill ce had unusual resistance to the plunger while injecting.